Event description:
It was reported to boston scientific corporation that an advanix rx pancreatic stent was to be implanted in the pancreatic duct during an endoscopic retrograde cholangiopancreatography procedure (ercp) performed on an unknown date. During the procedure, the advanix pancreatic stent was unable to advance over the wire. The stent was removed, and it was noted that the stent was damaged. Another of the same device was used to complete the procedure. There were no patient complications reported as a result of this event. Note: it was reported that the guidewire was inside the patient during the attempted deployment. However, the advanix pancreatic stent instructions for use (IFU) states, "if the guidewire is not completely retracted into the pusher, the stent cannot be fully deployed." The physician did not follow the steps cited in the IFU.

Manufacturer narrative:
Blocks d4 (lot number and expiration number), and h4 (device manufacture date) have been updated based on the additional information received on july 16, 2025. Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0401 captures the reportable event of stent break.

Event description:
It was reported to boston scientific corporation that an advanix rx pancreatic stent was to be implanted during an endoscopic retrograde cholangiopancreatography procedure (ercp) performed on an unknown date. During the procedure, the advanix pancreatic stent was unable to advance over the wire. The stent was removed, and it was noted that the stent was damaged. Another of the same device was used to complete the procedure. There were no patient complications reported as a result of this event. Note: it was reported that the guidewire was inside the patient during the attempted deployment. However, the advanix pancreatic stent instructions for use (IFU) states, "if the guidewire is not completely retracted into the pusher, the stent cannot be fully deployed." The physician did not follow the steps cited in the IFU.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. The complainant was unable to provide the complaint device lot number. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a0401 captures the reportable event of stent break.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0401 captures the reportable event of stent break. Block h11: an advanix pancreatic stent was received for analysis. Visual inspection of the returned device found the stent was kinked and damaged. Media inspection was performed, and it was noted that the stent was damaged. Functional inspection was performed, and it was observed that it was difficult to introduce the guidewire into the stent due to the damage observed in the device. No other problems were noted with the stent and delivery system. Product analysis did not confirm the reported event of device guidewire stuck and stent break as the stent was not observed to be broken during visual analysis, and functional test showed that it was difficult to introduce the guidewire. Taking all available information into consideration, the investigation concluded that the observed problems of stent kinked and damaged, and difficulty advancing the guidewire into the device were most likely due to procedural factors such as handling of the device or the technique used by the physician, which limited the performance of the device and contributed to the observed events. Therefore, the most probable cause of the reported event is adverse event related to procedure. A product labeling review identified that the device was used in a manner inconsistent with the IFU (instructions for use) / product label. The complainant reported that the guidewire was inside the patient during the attempted deployment and the IFU states "if the guidewire is not completely retracted into the delivery system, the stent cannot be fully deployed."

Event description:
It was reported to boston scientific corporation that an advanix rx pancreatic stent was to be implanted in the pancreatic duct during an endoscopic retrograde cholangiopancreatography procedure (ercp) performed on an unknown date. During the procedure, the advanix pancreatic stent was unable to advance over the wire. The stent was removed, and it was noted that the stent was damaged. Another of the same device was used to complete the procedure. There were no patient complications reported as a result of this event. Note: it was reported that the guidewire was inside the patient during the attempted deployment. However, the advanix pancreatic stent instructions for use (IFU) states, "if the guidewire is not completely retracted into the pusher, the stent cannot be fully deployed." The physician did not follow the steps cited in the IFU.